Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's pertinent medical history was not available at the time of this report. It was reported a pump went into safe state. The reporter did not have time to address concerns about it as the reporter did not have a computer or records in front of her. Follow-up was being conducted to obtain patient information, device information, the drug being infused by the device system, other medications the patient was taking, pertinent medical history, symptoms experienced, troubleshooting performed, actions/interventions taken to resolve the safe state, and cause of the issue. If additional information is received, a follow-up report will be sent.